Event description:
The family member of the home patient (hp) reported the hp felt full, as if the home patient had been overfilled, while using the homechoice cycler for apd therapy. The hp previously started the patient's peritoneum and had the initial drain alarm set point turned to "off". However, the patient's healthcare professional had recently changed the patient's prescription to include an intermittent "wet day". In 2001, the hp performed a midday manual exchange and began the patient's peritoneum. The hp reportedly drained 721mls during the initial drain when the cycler advanced into the first fill. During the first fill the homechoice cycler delivered the programmed fill volume of 2500mls and then advanced into the first dwell. The hp felt full during dwell and placed the cycler into a manual drain, removing 763mls of fluid. After the manual drain the hp felt relieved and continued therapy to completion with no further difficulties. According to the hp's family member, there was no patient injury or medical intervention.